Event description:
It was reported that the patient was received on (B)(6) 2020 at the clinic and underwent on (B)(6) 2020. A cleaning and washing of the joint following a bacterial infection to staphylococcus epidermidis, which is a normal colonizer of skin.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned (remains implanted). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Results from microbiology analysis were received, and allowed to confirm the reported infection. According to these results, thereported event was due to bacterial infection to staphylococcus epidermidis, which is a normal colonizer of the skin. Complaint extract was done regarding medical infection: 1 complaint (1 product), this one included, has been recorded on avantage inlay s44 / 22,2, reference (B)(4), from 01-jan-2018 to 26-mar-2021. 1 complaint (1 product), this one included, has been recorded on avantage inlay s44 / 22,2, reference p0560044, batch 0001439499, since ever. Investigation results concluded that the reported event was due to bacterial infection to staphylococcus epidermidis, which is a normal colonizer of skin.there is no evidence that the event is related to the product. The complaint is closed but could be reopened if new information is received later. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was received on (B)(6) 2020 at the clinic and underwent on (B)(6) 2020 a cleaning and washing of the joint following a bacterial infection to staphylococcus epidermidis, which is a normal colonizer of skin.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10- list of associated devices: avantage reload cup ti ha s44; item #p0460p44; lot # 0001219576; manufactured by zb valence. Exception std stem left size 1; item #ps125y01; lot #0001270155; manufactured by zb valence. Cocr fm hd d22,2/ 12-14/ +2/ l ; item #p0206l22; lot #j6382918; manufactured by zb valence. The device manufacturing quality records all indicate that the released products met all requirements to perform as intended. The investigation is still in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent a revision surgery following an unspecified infection. No other information available.